Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
In november 2024, the user experienced a low blood glucose (bg) event requiring ems intervention. The user was treated in the emergency room with intravenous glucose and released the same day.